Event description:
A customer reported their intracavity c10-3v transducer had lens damage, exposing metal components. The transducer was associated with the iu elite ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and no patient or user was harmed as a result of the issue. Philips has started an investigation, and upon completion, a follow up report will be submitted

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The transducer was replaced to resolve the customer¿s immediate concerns. The investigation confirmed the lens damage and exposed metal, via visual inspection of the transducer. The lens damage is a result of accidental user damage. No further similar issues have been reported by the customer post repair.